Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported during a percutaneous coronary intervention, catheter crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous posterior descending artery of right coronary artery (rca) . After pre-dilatation was performed with unspecified balloon catheter, the physician performed an intravascular ultrasound. A 2.50mm x 28mm promus element stent was then advanced, but it was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found distal stent damage. Stent struts on the two most distal rows were misaligned. No damage was noticed along the shaft of the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).